Manufacturer narrative:
Onset of driveline infection in may 2019 is addressed under manufacturer report number 2916596-2024-02669. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient developed new pseudomonas driveline infection with abdominal wall abscess (B)(6) 2024 with debridement on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, then again (B)(6) 2024 and (B)(6) 2024. The patient experienced symptoms of worsening pain and drainage. The patient underwent a pump exchange on 15apr2024 due to the pseudomonas infection. The pump (B)(6) was exchanged to pump (B)(6). Then, the pump (B)(6) was exchanged again to pump(B)(6) because there was impaired flow noted through the pump. When the pump (B)(6) was exchanged, it was noted that the outflow graft (ofg) was twisted. The original pump functioned as intended. The patient was still admitted, with a plan to discharge.

Manufacturer narrative:
Section d6b: corrected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.